Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event. The blood glucose level was 600 mg/dl at the time of event and the patient got treated with intravenous fluids of insulin. Patient experienced symptoms of feeling sick, nausea, abdominal pain at the time of event. The duration of hospitalization was less than 24 hours. The patient reported bent cannula event and leakage. The location of leakage was top of septum. The patient was tested positive for ketones. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.